Event description:
This complaint is from a clinical study. There was mild calcification and no vessel tortuosity, the rate of stenosis was 80%. The angioguard xp and the precise stent placement were successful. Pre-dilatation (3.5mm/8atm, brand unk) and post-dilatation (4mm/6atm, brand unk) were performed with a balloon catheter. During the procedure (exact time of the event was not provided), the patient developed a symptom of mild temporary paralysis on his right side of the body. A small infarct was confirmed on the ipsilateral side by MRI. Therefore, ozagrel sodium was administered to the patient and he recovered 2 days later. The debris was found in the filter basket after the removal from the patient's body. Additional information indicated that the received antiplatelet medication during the procedure and pre procedure. The patient recovered from the symptom of paralysis 2 days after the procedure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is the first of two products used during the same procedure on the same patient, which is associated with mfg report #1016427-2009-00230.